Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21493121, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads were migrated and was confirmed via x-ray. The patient underwent a lead replacement procedure. The patient doing well postoperatively.